Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation and preparation of the intraocular lens (iol) they experienced difficulties with the delivery system. It was reported that when the technician prepared the lens, she noted that when she initially advanced the lens, it felt hard to push and then also had trouble pushing the lens to the lock position. She thought lens was prepared and handed it to the doctor. The doctor could not turn the lens to the lock position and handed the lens back to the technician. The technician pushed harder and it locked. The doctor turned the screw to advance the lens and it was noticeably harder. The doctor realized he should have stopped using the lens as when the lens delivered, it had a tear to the left of the trailing haptic. The tear extended far enough towards the center of the lens that he did not feel comfortable leaving it in the eye. The doctor removed the lens and extended the incision a bit. Doctor then put in another lens and added a suture to play it safe. Post op was later that day and he expected the patient to do well. No further information was provided.

Manufacturer narrative:
(B)(4). Expiration date: 10/08/2018; device available for evaluation: yes; returned to manufacturer on: 03/30/2016. Reason for non evaluation: device evaluation anticipated, but not yet begun; device evaluated by manufacturer: no. Device manufacture date: 10/08/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturing site in the original folding carton. The intraocular lens (iol) was returned in a separated bag. Visual inspection at 10x microscope magnification showed the cartridge correctly engaged into lower body of the device. The plunger was observed in a fully advanced position. No lens was observed inside the device. The lens received in a separated bag was observed cut. The way the cut is formed is consistent with a lens that has been cut due to iol removal process. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.